Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that the bolus was turned off and her blood glucose was running high. Customer stated there was a notification that the load reservoir was not complete. Customer stated she received this alert during a bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with bolus. Customer does not alleged insulin pump was under delivering. Customer stated they had turned the bolus wizard on. Customer ran self test and displacement test which passed. Customer was able to complete reservoir and tubing with no alerts. Customer was able to deliver a bolus with no alerts. The insulin pump will not be returned for analysis.